Manufacturer narrative:
(B)(4). (B)(6).

Event description:
(B)(6) legal - it was reported that, after a right bhr tha on (B)(6) 2011, patient has presented elevated chromium and cobalt levels in blood. It is unknown whether a revision surgery has been performed or the patient's current health condition.

Manufacturer narrative:
It was reported that, after a right bhr tha on (B)(6) 2011 the patient has presented elevated chromium and cobalt levels in blood. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. However, it is currently unclear if a revision surgery has already been conducted, indicated, or scheduled. A review of the historical complaints data for the acetabular cup, modular head and modular sleeve was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch for the acetabular cup, modular head and modular sleeve. This will continue to be monitored for the acetabular cup. However, as the modular head and modular sleeve is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode for the modular sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the acetabular cup and modular head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Modular head, sleeve have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. It should be noted the MRI/ CT report notes a clinical history of a ¿right hip prothesis¿ but the findings note ¿status post non-cemented left hip arthroplasty.¿ with the information provided the clinical root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded the reported clinical reaction is associated with a malperformance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a right bhr tha on (B)(6) 2011 due to right hip avascular necrosis, the patient has presented elevated chromium and cobalt levels in blood. It is unknown whether a revision surgery has been performed or the patient's current health condition.